Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between not impacted to greater than 230mg/dl. Manual injections were administered to address the bg level. The customer stated that pump supplies were changed and the occlusion alarms continued. Reportedly, the customer purposefully used the fill tubing feature while connected in order to deliver insulin without an occlusion alarm declaring. No troubleshooting could be performed as the customer was unable to contact tandem technical support during the occlusion alarms. The customer reported that the pump would continue to be used for insulin therapy.